Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. Right axillary was exposed and an 8 millimeter graft was sewn. Left ventricle (lv) access was obtained with al1 and 0.018 wire diag catheter was removed and the impella 5.5 was backloaded onto the wire and placed into lv. Support was slowly initiated up to p9 flows/5.3 liters. The first measurement on transesophageal echocardiogram (tee) showed the impella 5.5 at 5.4 centimeters with good waves and flow. The patient began to have ventricular tachycardia (vt). Amiodarone/lidocaine drip was started and the patient was defibrillated twice to convert to normal sinus rhythm after repositioning with the tee which is now measuring at 4.5 centimeters and no ectopy was noted. Additionally, two days later, oozing at the jp drain site and hematoma were noted. Redressing was appropriate. The next day, a low dose of heparin was restarted. Bleeding at the jp drain site and hematoma improved. The patient remains on impella 5.5 support.